Event description:
The customer reported that the system shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor power supply was adjusted, and the system interface board was cleaned and reseated. The system was then found to be operating as intended.